Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled procedure. During procedure the lead was noted to have externalized conductors. No electrical or structural anomalies were observed. The lead was explanted and replaced. The patient was stable during and post procedure. Fluoroscopy was done and externalized conductors on the lead were not confirmed.

Manufacturer narrative:
Should not have been checked. Changed from serious injury to malfunction. A partial lead in two pieces was returned for analysis. The connector piece measuring 15.9 cm and the distal piece measuring 43.8 cm. Lead-to-can external insulation abrasion breaching re cables lumen was noted at 12.1 cm to 12.4 cm from the connector pin. Internal insulation abrasions were noted at 6.7cm to 8.2cm, 10.4cm to 20.2cm, 30.7cm to 32.2 cm from the distal tip. The etfe coating was intact while the inner coil was exposed in one abrasion region. All other damages found were sustained during the surgical procedure.